Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose level of 409 mg/dl with chest pain. The patient stated that the pump was losing prime starting at around 10 pm and reoccurring about every 40 minutes. The total daily dose was reviewed and the patient was supposed to receive approximately 17.5 units only 8 units were delivered. Troubleshooting indicated that the patient was reusing cartridges and the patient was unable to advise if the cartridge was within expiration date as the patient had not ordered supplies in over a year. The patient confirmed that the cartridge cap was securely in place and the pump was not rebooting. This report is made based on the allegation that the patient experienced hyperglycemia associated with reusing cartridges.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.